Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an ins re placement to a newer model, and the system was activated the week prior. On (B)(6) 2025, they tried to set up adaptive stimulation, but unfortunately it didn't work. The orientation phase stopped after the prone position (lying on the stomach). They tried a total of three times, but had no idea what went wrong. It was noted that the patient still had a high dose (hd)/lite program that worked well, so they activated that one. Additional information was received from the nurse via the rep. It was reported that after lying on back, the nurse indicated that they wanted to lying on stomach, and then the tablet said it couldn't save the orientation phase so they had to start over. This time they didn't skip lying on stomach, but after this phase the tablet again said it couldn't save so they couldn't continue to the walking part. It already stopped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported stated another appointment was made to program the patient¿s adaptive stimulation, at which time there were no issues programming the adaptive stimulation. It was stated that the patient was able to use their adaptive stimulation programming at the time of follow-up. The cause of the programming issue was not determined. There remained no complications reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.